Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause was not determined. Patient provided their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had the device removed as it never helped and they were in constant pain. Patient stated the revision occurred sometime in 2017, maybe (B)(6). No further complications were reported/anticipated.